Event description:
During the procedure, the physician questioned if ureteral catheter broke on removing urethrotome working hand piece. Upon checking catheter, noted it had broken off. Upon checking pt and hand piece, piece of catheter broke and stuck in end of hand piece and in end of urethrotome blade.